Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable was pulled out of ECG b between ecgs a and b, all wires broken. Additionally, the ECG c and d cable was pulled from the distribution node (dn), pulling the j704 connector off of the dn pca. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was damaged.